Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that images artifacts occurred due to bad cassette. The device was in clinical use and there was no harm to patient or user. The field service engineer (fse) performed analysis and concluded that the detector had been dropped, causing image artifacts. After attempting detector calibration, the detector failed the self-test, resulting in corrupted images. The fse replaced the detector and its protective cover, then performed detector calibration. The system passed the test and functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the images artifacts occurred due to bad cassette. The device was in clinical use and there was no patient or user harm. Additional information received that the detector was dropped.